Manufacturer narrative:
Integra has completed their internal investigation on may 23, 2017. The investigation included: results: evaluation of returned device; it was observed that the black insulated sheath does not recover entirely the hook tube. After further investigation, it was noticed that the back insulated sheath is not fixed on the tube and can slide over. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; including this complaint, the complaint rate for product family monopolar hook for the past 12 months is (B)(4) complaints /product uses. This is not a statistically adverse trend. Conclusion: the most probable cause of the deficiency observed is a material issue with a stability defect of the black insulated sheath during reprocessing. Such defect can lead to an unintended severe electrical injury to patient or user if used but should have been detected prior use after reprocessing. Our IFU nt060 provided with this product include the statement: "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition."

Event description:
It was reported that that black sheath slide on the rod has a defective isolation. The product was in contact with the patient, it is unknown if there was patient injury or surgical delay. No more information was provided.